Event description:
It was reported that after placing new battery, the insulin pump did not function anymore. Customer is now using the old insulin pump. No further information provided.

Manufacturer narrative:
The insulin pump had a blank display due to a corroded battery cap contact. The insulin pump passed the displacement test with a test battery cap. The insulin pump had a cracked case at the display window corner, cracked battery tube threads, a cracked reservoir tube lip and a missing end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).